Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20.4psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 243 to 223. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20.4psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.